Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the filter not being replaced was the customer not following the instructions for use. The event can be detected/prevented by following the instructions for use which state: operation manual "chapter 7 monthly or weekly tasks 7.2 replacing the water filter " should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the endoscope reprocessor water filter was not replaced and is suspected of poor reprocessing due to inadequate water filter handling. It was additionally reported that the reprocessor was used to reprocess endoscopes which were used in patient procedures. There was no report patent or user harm as a result of the event.

Manufacturer narrative:
E1 full initial reporter establishment address:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.